Event description:
It was reported that the valve was implanted for approximately 18 months. The doctor believed there was something wrong with the valve and the device was explanted. A request has been made for additional event was well as patient related information.